Event description:
Ous MDR - after an implant period of approx. 1 week, it was reported, that the threshold and the impedance of the ventricular channel had changed significantly since implant. On (B)(6) 2019 the lead was successfully repositioned.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data showed a decrease of the sensing amplitude from 20mv to 6mv within the first day after the implantation. The pacing impedance demonstrated a similar curve progression from 740ohms to 450ohms. In the same time period the shock impedance dropped from 105ohms to 85ohms. As the repositioning of the lead resolved the problem, a microdislodgement of the lead should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implant period of approx. 1 week, it was reported, that the threshold and the impedance of the ventricular channel had changed significantly since implant. On (B)(6) 2019 the lead was successfully repositioned.